Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05141. It was reported that the patient presented remotely via merlin.net. Interrogation showed the right ventricular (rv) and atrial leads had episodes of over-sensing that lead to loss of pacing. The rv lead also exhibited increased capture thresholds. The patient had some syncopal episodes. Both leads were capped and replaced on (B)(6) 2020. The patient was stable throughout.